Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there were electrical pins pushed back in the connector, creating an e5 error. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a worn connector from normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a pre-testing process, it was discovered that the motor device was not working. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.